Manufacturer narrative:
(B)(4).

Event description:
Procedure: open incisional hernia repair. According to the reporter: mesh was opened and hydrated with sterile saline. Mesh was inserted into the pt and stitched to fascia with continuous and interrupted sutures. Anti-adhesion barrier was facing the bowel. After almost all the mesh was sutured in place, the surgeon noticed that some of the anti-adhesion barrier had peeled off the mesh. He tugged at a piece of hydrogel that was lifted off the mesh and an approximately a 3cm x 3cm piece of hydrogel peeled off the mesh. Surgeon cut the sutures and removed the mesh. The surgeon then implanted another mesh without incident. The sample is being sent for eval. The pt is fine. There was no blood loss and no tissue damage. The surgical time was extended beyond 30 mins because of the problem.